Event description:
It was reported that during an electrosurgical procedure to the pt's shoulder cuff, the pt received deep 3rd degree burns on her thigh, at the position of the 3m electrode pad site. According to the reporter, the injuries were treated by a plastic surgeon and the pt is doing well. No further pt or event info was provided at the time of this report or made available in response to multiple follow-up communications.

Event description:
The customer states that one patient sample generated a false non-reactive result with the architect anti-hcv assay. The sample generated initial s/co results of reactive. The sample retested at s/co of 0.45 (non-reactive) and 4.15 (reactive). The instrument log shows numerous aspiration errors and the customer reports heavy crystallization at wash zone 2. The customer again retested the sample in duplicate and generated reactive results around s/co 4.00. Confirmatory testing (non-abbott) confirmed the reactive result. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) arrived at the customer site and performed the trigger and pretrigger checks on the analyzer. He replaced the wash zone 2 valve, because it was leaking. He also replaced the trigger straw. The daily maintenance procedure was performed. The calibration for the reagent 1 probe, reagent 2 probe, and sample probe passed specifications. The anti-hcv calibrations and controls were within the acceptable range. No static spikes were found in the result log after performing the read validity check. The result log confirmed the reported anti-hcv results. The message history log revealed during the testing of this sample, multiple aspiration errors for the sample pipettor location. The service history review did not find any additional open complaints for architect i2000sr analyzer, (B)(4), generating discrepant results or imprecise controls. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4); may 2008) and the architect anti-hcv reagent package insert (84-5612/r5) contain information regarding the customer issue under evaluation. The investigation demonstrated that the architect i2000sr analyzer is performing within its intended use, label claims and specifications. No malfunction related to the performance of the device was identified. This is a final report.

Manufacturer narrative:
(B) (4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed. An investigation is in process.